Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 26mm sapien 3 ultra in the aortic position by transaxillary approach. During inflation it was noted that the balloon could not be inflated. Therefore, the valve deployment could not be performed. It was also observed that there was some blood in the syringe. It was decided to remove the valve through the transaxillary access but it was not possible. It was decided to manage the removal through the transfemoral approach but, the patient had thrombosis in the femoral. During the withdrawal a thrombus embolized. Finally, the valve was removed and a second one was implanted. The procedure was successful and the patient was noted to be stable. Few days after the procedure the patient, unfortunately passed away due to the thromboembolism.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of delivery system leakage and withdraw difficulty were unable to be confirmed as neither the complaint device nor applicable procedural imagery were provided for investigation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''26mm sapien 3 ultra in aortic position by transaxillary approach. During inflation it was noted that the balloon could not be inflated, so the valve deployment could not be done. It was also observed some blood in the syringe. It was decided to remove the valve through the transaxillary access but it was not possible. It was decided to manage de removal through the transfemoral approach but, the patient had thrombosis in the femoral and during the withdrawal a thrombus embolized''. For the complaint of delivery system leakage, as the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. It is possible that damage to the balloon during the procedure occurred as there was observed blood in the inflation device. However, due to the limited information, a definite root cause is unable to be determined at this time. No manufacturing non-conformances were identified during evaluation. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventive actions are required at this time. For the complaints of withdraw difficulty, no information was provided on patient's vessels characteristics (calcification, tortuosity, minimum luminal diameter). The presence of calcification, tortuosity, and undersized vessel can create challenging pathway during the withdrawal of the delivery system with crimped thv. Additionally, because the delivery system was withdrawn after valve alignment, the outer diameter of the crimped valve on the inflation balloon is larger than that of the crimped valve on the crimp balloon, which can further contribute to the withdrawal difficulty. Training manual indicated that ''crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve'', and ''do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip''. Due to the limited information, a definite root cause is unable to be determined; however, available information indicates that procedural factors (withdrawal of crimped valve) may have contributed to the reported event and subsequent thrombus embolization and death. No manufacturing non-conformances were identified during evaluation. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventive actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.